Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported during preparation for a procedure, the tip of the catheter was allegedly found bent. There was no reported patient involvement.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number combination. A device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one chronoflex catheter was returned for evaluation. Gross visual evaluation was performed. The investigation is confirmed for the reported catheter tip bent as the proximal end of the catheter was noted to be bent proximal to the depth mark. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported during preparation for a procedure, the tip of the catheter was allegedly found bent. There was no reported patient involvement.